Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that patient underwent surgical intervention wherein the ipg was explanted and replaced, resolving the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that, following an MRI where the ipg was not set to MRI mode, the ipg was unable to communicate with external devices. A manufacturer representative attempted to repair the ipg but was unable, deeming the ipg inoperable. In turn, surgical intervention may take place to address the issue.